Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm or motor error alarm was noted. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of diabetic ketoacidosis and no delivery alarm from the insulin pump. The customer was on the way to the hospital before she reported the incident. The customer stated that she was not wearing the pump 30-45 minutes prior to hospitalization. The customer was advised by medtronic dcm that her insulin is low; she can extend the use of the infusion set and reservoir beyond 3 days. The customer will call back to troubleshoot as she was in the hospital.